Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with dizziness. It was determined that the right atrial (ra) lead exhibited no capture and no sensing. The ra lead exhibited high thresholds following a coronary artery bypass grafting procedure. The lead was programmed off. No further patient complications have been reported as a result of this event.